Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis and treatment for the event were unknown. On an unspecified date, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.